Event description:
It was reported that during a below bifurcation, de novo, heavily calcified, common iliac, lower extremity artery interventional procedure, during a physician medical evaluation testing (pme), during pre-dilatation, a fox cross balloon delivery catheter was advanced, inflated to nominal atmospheres of 8, and the deflation time was slower then it normally should be at an unknown length. Reportedly, this could have been due to a relatively long balloon (100mm) was used. The fox cross balloon fully deflated. There was no adverse patient effect or no significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.